Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the electrode was missing when removed. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, the transmitter did not blink when it was connected to sensor and pump alarmed cannot find sensor signal, customer was using new sensor when she called and no problem occurred till then. The device is not expected to be returned for analysis.